Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "rupture not recognized preoperatively." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: patch lot number 2253451. Crease fold. Opening on posterior. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "rupture not recognized preoperatively." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.